Event description:
(B)(4) study. A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with 3.0 ml coaptite on (B)(6) 2010. The patient developed a moderate urinary tract infection approximately (B)(6) 2010, was treated with antibiotics and the symptoms resolved about (B)(6) 2010. The ae was reported by the patient's daughter, to dr. (B)(6). The daughter did not remember exact date or type of antibiotics prescribed.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1012833 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.